Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(4), 2011; the patient has no intentions of being reimplanted as of the date of this report.this report is filed (B)(4), 2011.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. This report is filed december 2, 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.